Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, integrated electrosurgical unit (iesu) u-02 error was displayed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported the issue after case completion. The isi csr stated that he was contacted by the surgeon yesterday and informed they were having iesu issues. The isi csr reported that the caller was unsure how the case was completed but did note the force triad was in the room today. The caller was on-site at the time of the call and was able to recreate the u-02 error when powering on erbe. Prior to the isi csr arrival, the system was not connected to the network, and previous logs were not available, but live logs reflected u-02 errors. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified. As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024). Device not returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on jan-10-2023: the issue was identified prior to the start of the case. Anesthesia had not been administered and the ports were not placed. The issue occurred during the initial start-up of the erbe the erbe generator would not allow energy to be administered. The system functionality was checked upon powering on the system; a noise was letting the staff know it was not working. The erbe displayed errors upon powering on. The customer switched to the covidien force triad.

Event description:
Refer to h10/h11 for follow-up information.